Event description:
A catastrophic failure of a floor mounted c-arm radiography unit occurred. The c-arm fell from the utmost vertical extremity of the arm support while being prepared for a patient exam (patient was in the doorway). No patient or staff were harmed; however, it was a very close call. The system that failed was installed in (B)(6) of 2022. Upon falling to the floor, a worm gear (vertical threaded guide rod) that the c-arm moves on was visibly broken into multiple pieces. The detector sheared off from the force of impact. The technician operating the c-arm heard a loud bang prior to the unit crashing to the floor. This c-arm was stored in the vertical position for approximately 1 month without use. Preventative maintenance was completed by the manufacturer the week prior to the event. This storage procedure is acceptable per the manufacturer instructions for use. Prior to this incident a similar case was successfully completed on the same equipment.